Event description:
Additional information was received information that the patient presented to the emergency room after experiencing shocks. A remote interrogation was performed and boston scientific technical services (ts) was contacted to review the information. Upon review ts noted the four shocks may have been due to atrial fibrillation (af) with rapid ventricular response. Ts also noted continued high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. No programming changes were made and the cause of the high impedance remains unknown. The ICD and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a remote home monitoring transmission revealed continued high out of range right atrial (ra) lead impedance measurements. The right ventricular (rv) lead impedance measurements remained within range. There were stored episodes of noise on both the ra and rv channels going back two months. The shock channel was noted to have no noise. Boston scientific technical services (ts) advised on reasons for possible noise and suggested obtaining a chest x-ray and bringing the patient in for evaluation. Since the patient lives in a nursing home the clinic stated they would order chest x-rays and then make a decision on further evaluation. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room due to syncope. A remote interrogation was performed which showed inappropriately stored ventricular episodes due to atrial fibrillation (af) with rapid ventricular response. Further review found that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements for the last few weeks. The field representative contacted the clinic who noted they no longer follow the patient, they were able to review the notes from the emergency room visit which indicated the patient's potassium was repleted. She was given diltiazem and converted back to sinus rhythm. No additional adverse patient effects were reported.